Manufacturer narrative:
H3 evaluation summary:the service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. The battery was found to be damaged and was replaced. The gearbox was found to be damaged and was running both ways. The gearbox was also replaced. The reported problem was resolved. The software was updated to the most currant version. The us sensor was broken, and the back housing was broken on the pole clamp area. The power connection label was replaced due to the unit being opened. The bump, hinge label, vinyl foot, tyvek vent, and serial number label was replaced due to the back housing being replaced. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was feeding too fast. Additional information was received and stated that the patient was not overfed.